Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump powered on properly with no alarms. The pump performed the rewind, load and prime steps correctly and was exercised for 24 hours with no call service alarms occurring. The pump case was opened and evidence of moisture corrosion was found on the motor flex connector. There was also moisture corrosion observed on the display board. Unrelated to the complaint, investigation also revealed a battery compartment crack below bumper pad and a pump case crack near the upper right corner of the display. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.